Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the top part on the liquid crystal display screen was not working. It was noted that the device failed incoming testing due to a backlight issue. It was further noted that the battery drawer was sticking, and two case screws were contaminated, in addition to an extra printed circuit board screw being loose within the case, stuck to the insulator label. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)'s screen was not working. The device has been returned to service. There was no patient involvement.